Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed the detachment site through the pump exhaust tube strain relief to have rough and irregular surfaces, indicating stress was exerted. These same rough/irregular surfaces were noted on the detachment end of the exhaust tube of cylinder 1. Monofilament was also pulled out at the detachment end of cylinder 1. Abrasion was noted on the pump exhaust tube and inlet tube. No functional abnormalities were noted with the pump or either cylinder. Examination of the returned components concluded that while in-vivo the exhaust tube and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could have contributed to sufficient stress(s) to separate the exhaust tube strain relief of the pump, which was indicated by the rough and irregular detachment surfaces noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.